Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow control valve was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2015 email, (B)(6) 2015 phone call, and (B)(6) 2015 email.

Event description:
The hospital reported they were in bag mode and switched to vent mode and the peak airwary pressure (paw) rose to about 20cmh20. They had to switch back to manual bag mode and continue the procedure. No reported patient injury.